Manufacturer narrative:
The service rep could not reproduce the problem. System error logs showed fast stops activated 4 times. The service rep reloaded software and upload config. He checked operation of system and dose of system. System with in spec. System operates as intended.

Event description:
The customer reported, the system shutdown with collimator closing down. Customer says dosimeter tags have been reading higher than expected.